Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure using hemopro2 adaptor, they complained no power to device vh-4000.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise ID #: (B)(4). Corrected section: h3 - device eval code changed to device discarded. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using hemopro2 adaptor, they complained no power to device vh-4000. New adaptor complete case. No patient effects reported.

Event description:
Related to tw (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). Trend analysis: (4110/213/67/3221) the overall 24 month product complaint trend data for the period dec 2019 through nov 2021 was reviewed. There were no triggers identified for the review period. Device discarded: (4115/213/3221/67) despite request and/ or customer indicated that the device was discarded; however, the actual device involved in the adverse event had been already discarded and thus irretrievably lost for testing. Communication/interviews: (4111/213/67/3221) communication/interviews were performed to obtain all possible information. The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.